Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# (B)(4). Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # in this report. Initial reporter occupation: non-healthcare professional. Investigation: the following allegations have been investigated: vc perforation, tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. (B)(4) devices in lot. To date, one additional complaint has been reported against this lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The patient received an implant on (B)(6) 2012 via the right common femoral vein due to post trauma. The patient alleges tilt and vena cava perforation. (B)(6) 2019, per a report from computed tomography; ¿filter tilt: medial/lateral: 6 degrees rightward tilt of the apex anterior/posterior: 7 degrees anterior tilt of the apex. Filter apex gently abuts the anterior ivc wall. Strut perforation: the distal 4 primary struts are along the ivc peripheral and likely just perforating impression: 1. Mildly tilted ivc filter as described above. Slight perforation of the struts.¿